Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns label / product insert was missing. The following information was provided by the initial reporter: label missing on the box. When did the incident occur? = before use.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - label / product insert missing. Three photos were provided to our quality team for investigation. One photo shows a bd invoice, second photo shows the bag of syringes removed from the box carton, and third photo shows a portion of one side of the box carton. The reported defect cannot be confirmed from the photos provided. Furthermore, a device history record review was completed for provided lot number 4173632. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.